Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: test strip issue.

Event description:
Consumer reported complaint for "lo" blood glucose test results. The expected fasting blood glucose test result range is 100 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed by customer on (B)(6) 2015 with test strip lot# ps2455 produced results of 96 mg/dl and 98 mg/dl. The product is not stored by customer according to specification since retained in the kitchen. The test strip lot manufacturer's expiration date is 05/14/2018 and open vial date is week of (B)(6) 2015. The meter memory recalled for non-fasting test results performed with test strip lot# ps2314: 1:lo (B)(6) 2015 03:09pm. 2:lo (B)(6) 2015 02:58pm. Adverse event not reported.